Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set was leaking from the 3rd port site during a patient infusion. The reporter stated during the start of infusion, the nurse noted a small puddle approximately 3 inches in diameter on the floor under the tubing within 3-5 minutes of initiating the infusion. The device was used with carboplatin and 0.9% sodium chloride used for base. Dripping was noted at the 3rd port site which is inferior to where the chemotherapy was connected. The infusion was stopped, the spill was contained, the base tubing was changed and the infusion was resumed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5109698 for this event. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.